Event description:
It was reported that the cc4204a collamer single piece lens ripped during insertion. The lens was removed without enlarging the incision and discarded without any injury to the patient. The reporter stated the event was the result of a loading error.

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Manufacturer narrative:
(B)(4)